Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device does not count the volumes properly. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Internal and external inspection was performed and no issues were noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.